Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The user issues and improper techniques identified in the case details cannot be ruled out as the cause of the complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016 inratio inr = 1.5 (10:21am); repeat inratio inr = 2.9 (10:25am); 2nd repeat inratio inr = 3.7 (10:29am). Patient self tester retested with technical support specialist on the phone this time using a microsafe capillary tube instead of applying directly as before and resulted in inratio inr = 3.4. Historical result: on (B)(6) 2016 inratio inr = 1.8 on (B)(6) 2016 warfarin dose changed to 7.5mg x5/week and 5mg x2/week; prior dose was 5mg x5/week and 7.5 x2/week. No reported adverse patient sequela.